Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The opened product was returned and sent to the supplier for evaluation. The evaluation confirmed that there was a tear on the cushion of the mask. The root cause of the reported issue was undetermined.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had leakage of air from the air cushion. There was no patient injury and no adverse events reported.